Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Breakage of an ultratrack wire during a difficult stenting at (B)(6) by consultant (B)(6). The whole tip came off and had to be retrieved with a ureteroscope. The guidewire seems to have unravelled as it was taken out.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the DHR review performed. Based on the DHR review the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Summary of observations / conclusions ¿ the initial point of failure occurred at the distal pebax tip section adjacent to the coil. ¿ the pebax distal tip became bound within the stent. ¿ tensile force required to retract and remove the guidewire caused the corewire to shear within the over-molded pebax tip and the coil to stretch. ¿ with continued retraction force, the corewire became removed from within the pebax and continued coil stretching caused the pebax tip to separate from the coil. ¿ with the pebax tip separated from both the corewire and coil, it was left behind in the patient. ¿ the failed pebax distal tip was not returned with the product for od verification and surface condition inspection. Probable product failure scenario ¿ the stent loaded and advanced over the proximal end of the ultratrack to accommodate placement within the kidney. ¿ upon retraction of the ultratrack, the distal pebax tip likely became bound within the ID of the pigtail distal end of the stent. ¿ continued tensile force required to attempt to remove the bound ultratrack from within the stent resulted in the failure of the pebax distal tip and unraveling of the coil. ¿ binding of the pebax tip within the stent could be attributable to: o physical damage or distortion of the ultratrack pebax tip. O physical damage or distortion of the stent ID. O reduction of hydrophilic coating lubricity interacting with the stent ID. O decline in lubricity / durability of the hydrophilic coating after prolonged use of the guidewire during the procedure.